Event description:
It was reported that the patient had an infusion when the pump powered down. Alternating current (ac) adapter power was plugging in and connected to electrical outlet but was not charging the pump. The products were found to be out of the box failure, and there were 3 instances and one of the events occurred while in use with the patient at the hospital. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. Review of service history and event history log were not performed as device was non-serialized and non-repairable. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.